Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise that was over-sensed as a single non-sustained ventricular tachycardia episode. Programming changes were performed. The patient condition was stable and will further be monitored.